Manufacturer narrative:
Correction: a.4.

Event description:
A clinic manager, registered nurse (rn) reported that there was a dialyzer blood leak. In a follow up, the clinic manager, rn, reported that the dialyzer blood leak occurred 30 seconds into the patient¿s hemodialysis (hd) treatment. The nurse said the leak was visually seen as blood was leaving the red port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was less than 50 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Event description:
A clinic manager, registered nurse (rn) reported that there was a dialyzer blood leak. In a follow up, the clinic manager, rn, reported that the dialyzer blood leak occurred 30 seconds into the patient¿s hemodialysis (hd) treatment. The nurse said the leak was visually seen as blood was leaving the red port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was less than 50 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager, registered nurse (rn) reported that there was a dialyzer blood leak. In a follow up, the clinic manager, rn, reported that the dialyzer blood leak occurred 30 seconds into the patient¿s hemodialysis (hd) treatment. The nurse said the leak was visually seen as blood was leaving the red port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was less than 50 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.